Event description:
A malfunction alarm labeled as malf 12 occurred, but there were no notable events preceding the issue. There was no adverse impact on the customer¿s blood glucose level since it did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if any issues reoccurred.